Manufacturer narrative:
Block b3: exact date unknown, event occurred two years from the date manufacturer became aware of the event.

Event description:
It was reported that the patient underwent explant procedure due to nerve damage. The patient was doing well postoperatively. Explanted device was disposed by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7071230, UDI: (B)(4).

Event description:
It was reported that the patient underwent explant procedure due to nerve damage. The patient was doing well postoperatively. Explanted device was disposed by the facility.